Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported the patient experienced dyspareunia and pelvic pain on (B)(6) 2008 and had an ultrasound done. No additional information is provided at this time. (B)(4) - dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal infections.

Event description:
It was reported that following insertion the patient experienced vaginal infections.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency and urinary retention.

Event description:
It was reported that following insertion the patient experienced urinary frequency and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal discharge; itching; burning and dyspareunia.

Event description:
Details: it was reported that following insertion the patient experienced vaginal discharge; itching; burning and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.